Event description:
It was reported that while concluding a hip procedure using an ambient super turbovac 90 ifs wand, the wand tip broke off while inside the surgical site. The tip was located and retrieved after 20 minutes, then the area was flushed and x-rayed to ensure no debris was left inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The subject wand was returned for evaluation. Due to the nature of the event and condition of the returned device, a functional test was not deemed necessary. Visual evaluation of the wand tip showed a detached ceramic spacer and a missing electrode ball. There are scratch/scuff marks adjacent to the location of the missing electrode ball, indicating potential abrasive contact with a hard object. The dissociated return cap exhibits numerous scratch marks and the return shaft has been bent. The physical evidence suggests that the device may have been used abnormally to lever or displace soft tissue in the joint space. The customer's complaint alleging dissociation of the electrode assembly has been verified; however, the physical evidence of the returned device would suggest the root cause is associated with abnormal use. There are warning and precautionary measures outlined in the labeling under IFU such as: - do not contact metal objects while activating the ambient arthrowand.damage to the tip may result. - this ambient arthrowand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. This may result in bent or detached electrode, damage to device and/or cracked spacer.- do not use the ambient arthrowand as a lever to enlarge surgical site or gain access to tissue which may result in bent or detached electrodes, damage to device and/or cracked spacer.